Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt did not have the recharger (rtm) with them at time of call. The reason for call was pt initially reported seeing batteries low-replace controller batteries soon screen two days ago, but it only happens when recharger is attached, while charging implant. Pt said it takes a long time for them to charge their implant and that the whole paddle of the recharger gets hot. Pt said they first noticed that over the past two weeks. Pt said they can also see some white on the recharger cord. Troubleshooting was unable to be performed as pt did not have recharger with them at time of call. An email was sent to repair to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the cable insulation is pulled out from the donut and wires are exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.